Manufacturer narrative:
The libre sensor kit expiration date is 30 nov 2020. The medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin irritation while wearing the adc freestyle libre sensor and experienced itching and inflammation at the sensor site. Healthcare professional contact was made, and the customer was prescribed the antibiotics cephalexin 500mg and mupirocin for treatment. There was no report of death or permanent injury associated with this event.